Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 534 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for high blood glucose via insulin pen and insulin pump. Troubleshooting for the high blood glucose was provided. The customer reported having a bent cannula. The insulin pump will not return for analysis.